Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a calibration failure and a possible reagent probe leak on the unicel dxc 800. Customer stated that quality controls failed on the chemistry cartridge (cc) side of the instrument, and that calibration failed because no fluid was detected in the cuvette. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by ensuring that the fitting of the reagent syringe was secure/tight. While troubleshooting, customer found that the area beneath reagent probe b was wet. After the cts advised customer to shutdown the instrument, the system rebooted normally. The troubleshooting resolved the issue with the instrument and no other service was necessary. Customer stated that no patient samples were generated, therefore, no patients were affected. Also, customer did not report harm to instrument operators.